Event description:
Drug/diluent: unknown, fill volume: unknown, flow rate: unknown, procedure: unknown, cathplace: unknown. A catheter break was reported by the distributor and was surgically removed from the patient. Incident date was not provided. Date of removal was not provided.

Manufacturer narrative:
Method: the sample will not be returned for an evaluation and investigation. Results: the lot number for this device was not provided; therefore, the device history records could not be reviewed. Conclusions: at this time I-flow is further investigating this complaint and a follow-up report will be submitted when the investigation is completed. The distributor and I-flow have made multiple attempts to obtain additional information from the end user for this incident. We have contacted the risk manager, operating room materials manager, operating room technician, and physicians in the residency program and at this time no further information has been provided.